Event description:
The consumer reported multiple false negative results via social media with the binaxnow covid-19 antigen self-test performed on them (date unknown). Confirmation testing was performed at an urgent care and received positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided section in b3 is an approximation, was not provided by consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. D4 (lot #, exp. Date); h3 (reason device not evaluated by mfg.) H3 other text : device discarded, single use device.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single use device.

Event description:
The consumer reported multiple false negative results via social media with the binaxnow covid-19 antigen self-test performed on them (date unknown). Confirmation testing was performed at an urgent care and received positive results. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported multiple false negative results via social media with the binaxnow covid-19 antigen self-test performed on them (date unknown). Confirmation testing was performed at an urgent care and received positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided section is an approximation, was not provided by consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.